Manufacturer narrative:
G4:26jan2021. B4:27jan2021. The philips field service engineer replaced the touchscreen to resolve the issue. The device passed all required tests successfully and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021 .

Event description:
It was reported to philips that the v60 keeps locking up and the touchscreen becomes unresponsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated they have completed successful touchscreen calibration, but have experienced the same problem multiple times. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance and evaluation of the device.